Manufacturer narrative:
Unique identifier (UDI): the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 10 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on 03jun2018, that the patient had decreased pa02-53 mmhg (83-108), new anisocoria and fixed pupils. A portable head CT scan results showed a new large right intraparenchymal hemorrhage with 1 cm shift to left ward brain shift and intraventricular hemorrhage, enlargement of the temporal horns of the lateral ventricles and diffuse edema. The neurologist was called for the large intraparenchymal hemorrhage with intraventricular hemorrhage on (B)(6) 2018. It was reported that the patient has had a poor neurologic exam for the past 48 hours and prior to that, the patient had not been moving the left side of her body. A head CT scans were done previously on (B)(6) 2018, have been negative for hemorrhage. The patient¿s aspirin and heparin have been held since (B)(6) 2018 due to bleeding from her trach site. And the patient was not on any anticoagulation. The patient did not recover and expired on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Device evaluation: a correlation between the device and the reported hemorrhagic stroke and bleeding from the trach site could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.